Event description:
On initial contact, dentist reported handpiece overheating and had burned a patient before. When contacted for additional information, the dentist advised that the handpiece overheated over a year ago and had blistered a patient. The dentist advised that the blister healed on its own with no medical attention. No additional patient information was available. There is no record of handpiece being sent in for repair or service.